Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the stay safe connection. Upon follow up, the peritoneal dialysis nurse, (pdrn) clarified that he leak was coming from the cassette. Patient was able to reset up and complete their treatment. Patient had no adverse effects and their effluent remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.